Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. This event is being reported due to the following conclusion: after an ion lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient remains hospitalized.

Event description:
It was reported that the patient underwent a transbronchial lung biopsy procedure and developed a pneumothorax. The procedure set-up was normal; there were no issues with the ion system. Per the physician, the lesion was in a difficult location; therefore, 2 conservative biopsies were taken. The lesion was 1 cm in size in the right upper lobe, abutting the pleura. Per the physician, the pneumothorax may have occurred because the patient was emphysematous. The patient experienced chest pain and was admitted to the hospital. There were no signs of other injury, and a post-op x-ray revealed a pneumothorax. The pneumothorax was moderate in size; therefore, interventional radiology placed a chest tube. The patient remains hospitalized. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.